Event description:
It was reported that the patient experienced unspecified issues with a sling device. A new artificial urinary sphincter (aus) device was implanted. A patient outcome was not reported.